Event description:
As reported by the end user, "gold tip burnt off at fiber."

Manufacturer narrative:
The reported defective device was returned for evaluation and the investigation into the root cause for the malfunction is currently in progress. The results of the investigation will be sent via a follow up medwatch at the conclusion of the investigation. In addition, attempts have been made to contact the end user to ascertain further details of the event and status of the patient.